Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) was exhibiting undersensing and the patient had a pulseless electrical activity (pea) arrest. No changes or intervention was reported. The patient was discharged from the hospital.